Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the sureform 60 stapler instrument was opened for a surgery, but did not dispense the staples properly. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. It was noted that the stapler would not dispense staples, but it was also reported that the instrument did not get used because they "couldn't get the staples to load/dispense." It is unknown what color of reload was being used. The issue was identified prior to starting the procedure and the customer was able to continue with the case using a spare stapler. Additional follow-up has been performed to attempt to clarify further details about the event. However; as of the date of the report no additional information has been received.

Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis did not replicate nor confirm the customer's reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The instrument was fired an additional time with a different orientation of the distal end and no issue was found. There were no available logs for review. An additional observation not reported by the site that was not related to the customer reported complaint was found. The instrument was found to have a torn wrist cover at the distal end. The tear was approximately 0.049" x 0.263" in size. The root cause of this failure is attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the instrument log for the surefom 60 stapler instrument (480460-09/l93210629 0214) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the sureform 60 stapler "did not dispense the staples properly." Details to clarify the issue experienced by the customer were not available. This report is being submitted in an abundance of caution. While there was no harm or injury to the patient, and failure analysis could not verify any issue with the instrument, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Advanced failure analysis was completed for the sureform 60 stapler instrument. The logs were now available for the usage of this instrument. The logs show that the instrument was installed 7 times total and fired 2 green reloads on its first two installs. Both firings were completed per the logs. First firing had 1 pause for compression, and the second firing had multiple pauses. After the 2nd firing, the instrument failed initialization due to hi drivetrain friction on the subsequent 5 installs. Visual inspection of instrument distal end shows a lodged staple behind the I-beam. Staple was removed and could be seen to have a flattened side, which suggests that it was wedged between the I-beam and other internal components. The lodged staple is likely the cause of the initialization failures observed in the logs. The initialization failures and lodged staple do not appear to be related to the reported complaint of failing to dispense staples properly. In-house testing was unable to replicate the reported complaint, therefore the root cause of that issue is not determinable.

Event description:
Refer to h10/h11 for follow-up information.